Event description:
It was reported that approximately 17 months post-implant of a bifurcated device and a suprarenal aortic extension, a routine computed tomography scan revealed an endoleak. Reportedly, the physician was uncertain if the endoleak was coming from between the suprarenal aortic extension and the bifurcated device; or if it could be a type ii endoleak. The physician elected to bring the patient back and reline the devices with two additional infrarenal aortic extensions, to straighten the aorta and withstand the angled vessel. The procedure was concluded with good result. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following impression: the patient's medical history might have contributed to this complaint as aneurysmal disease progression. Sixteen months post index, an endoleak 3a was discovered during a follow-up examination, which confirms the reported event. However, a cause could not be conclusively determined, although no device issue was identified. A manufacturing record review was performed, the lot met all release criteria with no relevant issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.